Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance on the non-boston scientific right atrial (ra) lead connected to this pacemaker jumped to greater than 2500 ohms on (B)(6) 2018. Subsequently, oversensing of the respiratory rate trending (rrt) signal was noted on the ra channel. The patient was evaluated in clinic, and as the patient is not dependent on ra pacing, the device was programmed to allow atrial sensing. Additionally, the rrt feature was programmed off. No adverse patient effects were reported. The pacemaker and non-boston scientific ra lead remain in service.